Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call of hospitalization for high blood glucose of 449mg/dl and diabetic ketoacidosis. The customer is currently in the hospital. The doctor did not want to troubleshoot over the phone and requested that a diabetes representative meet with them to troubleshoot. Customer was advised that a representative will contact them via email and phone call. No further details given.